Event description:
It was reported the display was not appearing. No patient involvement reported at this time.

Manufacturer narrative:
Visual inspection found there was no display. Based on the information available, the cause of the reported problem was a defective display. The reported problem was confirmed. The display was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.